Event description:
A malfunction was reported on the pump by the customer. The impact on the customer's blood glucose level was unknown as the customer declined to provide information. The customer was informed by technical support that the malfunction code was resettable and was advised to reset the pump. The customer was knowledgeable about performing the reset and did not require further assistance. If issues persisted, the customer was advised to contact technical support again. No additional outcome information was provided regarding the event.